Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, opening, crease fold and underweight. A microscopic analysis was performed which one crease sharp in the radius side have stress marks and nick striated . Based on the device analysis the final assessment is: a crease sharp in the radius side.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.